Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of the 300 mg/dl to 400 mg/dl and the current blood glucose was 280 mg/dl. Customer treated high blood glucose with the insulin pump. Based on customer report proceeding in troubleshooting per customer alleging possible pump under delivery. The drive support cap appears normal. Performed displacement test and was passed. The customer also received multiple no delivery alarms and alarm did not occur during manual prime. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The devices are not expected to be returned for analysis.